Event description:
On (B)(6) 2012, the reporter stated that the cannula broke in the area close to the wings. The broken part had to be removed from the right hand with a surgical intervention. No further information is available.

Manufacturer narrative:
Device history record met quality control specifications.